Manufacturer narrative:
Concomitant product: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain. It was reported that pt was having issues charging their implant and the pt did not provide an event date but they mentioned it started recently. Pt stated their battery in their body would start to burn like fire and they were charging during the call and finally it wasn't burning. Pt notified their manufacturer representative (rep) of the issue and rep advised the pt to contact the manufacturer's patient services for assistance. Pt also noted when charging it was at 0 and still charging (the patient services specialist (pss) understood this as implant battery did not increase). Pss attempted to clarify if it was the recharger cord that was burning or if it was their implant and the pt noted they were pretty sure it was their implant. Pt noted the relay box would get hot and they understood that since their phone would get hot when charging (pss understood this as pt understood that is was normal for the relay box to get somewhat warm when charging). Pt stated they put their hand down and didn't feel any heat (pss understood this as the paddle). Pss attempted to review device sensation information and that the issue was most likely an internal component issue so pss redirected the pt multiple times to their hcp but the pt requested for a recharger cord. During the call pt denied visible damages on the recharger cord. The issue was not resolved. Ps advised the pt to contact their hcp on their end. A replacement recharger was sent out. Additional information was received from the manufacturer representative (rep). Rep noted that they were notified of the recharging issues and burning sensations on 2022-dec-15. Rep does not know if the issue has been resolved since the patient has not received their replacement yet. Pt weight unknown and the information has been confirmed with the physician account. Case reopened <(>&<)> reassigned to send follow-up email and add secure note. Patient called back and stated they are still having trouble recharging their implant. Patient stated they have been using the exchange unit and ever since they switched to that they haven't noticed it "causing the burn" yet, but now they can't get the words "recharging excellent" or anything to show up underneath the implant battery. Patient stated they used to just hit one button and it'd start recharging, but now they're having all these problems and even if they can get the words to show up under the battery, it quits after a little bit and goes away. Patient added that they've been getting a message that says they need to check the battery or something too but the controller battery is 90% full. Patient stated there's all sorts of things going on that just aren't working with the controller. Patient added they spoke with mdt rep this morning and was redirected back to pats. Agent sent email to repair to replace the controller.